Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called in for assistance rewinding his insulin pump. Customer's blood glucose was 520 mg/dl. He stated he was high because he did his insertion wrong. He was sitting down when he inserted. Customer was assisted with rewinding the device. He will treat with a bolus delivery. Nothing further reported.